Event description:
Reportedly during prep of the device inside the patient for predilatation to treat a lesion located in the right coronary artery, the balloon was put on negative pressure before reaching the lesion and blood flow was noted into the balloon; therefore, a leak of the balloon was suspected. There was no resistance felt with the anatomy or another device during advancement. The device was replaced with another device. No adverse patient effects. No clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - incorrect prep. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty preparing the device/suspected leak could not be confirmed on the returned device and the cause(s) could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the trek and mini trek rx instructions for use instructs the user to prepare the device for use outside of the anatomy.